Event description:
It was reported there is a noisy ECG (electrocardiogram) signal, despite changing the cables. Other troubleshooting attempts were also unsuccessful. Emi (electromagnetic interference) was suspected because it only occured in a particular area of the clinic, but other programmers worked fine in the same location. A connector port problem was also suspected. The programmer was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event of a noisy ECG (electrocardiogram) signal. The ECG connector was found to be loose. The hinge plate screw was also noted to be loose.

Event description:
It was reported there is a noisy ECG (electrocardiogram) signal, despite changing the cables. Other troubleshooting attempts were also unsuccessful. Emi (electromagnetic interference) was suspected because it only occurred in a particular area of the clinic, but other programmers worked fine in the same location. A connector port problem was also suspected. The programmer was returned for evaluation and repair. No patient complications were reported as a result of this event.